Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device was unable to obtain an ECG signal via electrode pads. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical japan evaluated the device and the customer's report was not replicated or confirmed. The device was put through extensive testing including functional testing with known good test accessories without duplicating a malfunction to the device. The customer reported the patient was wet and not prepped, which can impact pads coupling. It is likely that the device was not able to detect patient impedance due to poor coupling/patient prep. However, without the electrodes or a log from the event, this cannot be verified. The device was found to be functioning as expected. No trend is associated with reports of this type.